Event description:
A patient reported blood glucose results of "6.9, 15.9, and 13.0 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, the the technique for applying the blood to the test strip was correct. The patient was unable/unwilling to state if the codes were matching. No control solution was available to troubleshoot.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.